Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with approximately 250 units of insulin. Subsequently, the customer reported additional insulin was being added to the existing cartridge. There was no reported impact to the customer's blood glucose level. At the time of the reported event, the insulin gauge displayed an accurate fill estimate of over 60 units of insulin.